Event description:
The patient stated that, while watching television, her infusion device began audibly beeping and she observed "77" and "3.0" displayed on the screen. During troubleshooting with a company representative, it was determined that she had a power pack in use that was affected by the recall. The power pack had been in use for 6 weeks. She acknowledged awareness of the recall, but did not acknowledge receipt of corrected power packs. She identified the pharmacy from which she stated that she obtained her supplies, but in review of company records and in follow up with the pharmacy, it was determined that she had discussed the recall resolution with the pharmacist, but not been purchasing supplies from that pharmacy. She was shipped corrected power packs. She temporarily replaced the power pack in the infusion device with a power pack affected by the recall. The device functioned correctly. She was advised to begin using only corrected power packs once received. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.